Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article reviewed at 4/24/2018 1:06 pm, entitled, "anatomical reconstruction to treat acromion fractures following reverse shoulder arthroplasty" by florian hess, et. Al, published online international orthopaedics (2017). The article describes a technique the authors have used to treat three post-reverse shoulder arthroplasty acromion fractures. The treatment involves use of a depuy-synthes 2.4/2.7 mm cruciform pilon plate with interfragmentary compression screw fixation. All three patients reported on in this article initially received depuy delta xtend reverse shoulder arthroplasties. The authors indicated that there were no complications or additional interventions required associated with the open reduction internal fixations of the acromion using their technique. This complaint will address patient 3, who after progressing well up to her six week follow-up, experienced at eight weeks post-op, an onset of loss of function, and increasing pain. CT scan revealed a moderate dislocated, laterally depressed acromion fracture. She was treated with open reduction internal fixation as described previously. Since the initial bone fracture occurred less than six months following the primary reverse shoulder arthroplasty procedure, it is possible that an unknown intraoperative fracture might have occurred that progressed to the eventual outcome reported by the authors. Therefore, an unknown shoulder instrument will be reported as a possible causative factor.

Manufacturer narrative:
(B)(4). Investigation summary: no information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.